Event description:
It was reported that during a lasing procedure, the fiber tip seperated fromthe fiber haft and lodged in the patient's bladder. Grasping forceps were inserted through the prviously placed scocpe and the tip was retreived from the patient's bladder as described in the product labelingdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.